Event description:
Prior to surgery, the device was interrogated and had high impedance (greater than or equal to 9000 ohms). During surgery, pin reinsertion was attempted but the patient continued to have high impedance until the lead was replaced. No additional or relevant information has been received to date.

Event description:
It was reported that the patient was planned for revision due to high impedance. No x-rays were taken to assess for pin insertion issues. It was later reported the patient had a full revision and the battery was replaced prophylactically. The generator and lead have not been received into analysis to date. No additional or relevant information has been received to date.